Manufacturer narrative:
The device was returned for evaluation and repair. The unit was subjected to full factory testing and found to be functioning properly prior to returning to the customer. The complaint could not be confirmed, and the root cause is undetermined. If any additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
The device was returned and has been sent out for evaluation and repair. The investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "issue - device wil shut off during use."